Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "during surgery to insert a t2 ankle nail, a 4.2 mm drill bit broke at both the proximal and distal fixation screw insertion sites after coming into contact with the nail. This resulted in the breakage of two drill bits. As the hospital had a gmma4 fixation drill of the same diameter in stock, this was used as a substitute to complete the operation."